Event description:
An article published titled "a nationwide multicenter study on 1-year outcomes of posterior chamber phakic intraocular lens implantation for low myopia"; was to asses the outcome of posterior chamber phakic intraocular lens implantation with a center hole (evo-icl; staar surgical) for patient's with low myopia. The study covers 172 eyes of 111 patients. It mentions four eyes required rerotation of toric icls; four eyes complained of symptomatic glare or halo during the early postoperative period but these symptoms recovered over time. Lenses remain implanted. See MFR# 2023826-2022-02196 for an additional eye related to this article.

Manufacturer narrative:
Claim#: (B)(4).